Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action, but product analysis found that the product did not perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was suspected of a lead fracture. The lead was explanted and replaced. Additionally, it was reported that the patient complained of discomfort and irritation from the subcutaneous device. The device was explanted and replaced also. No further patient complications have been reported as a result of this event.

Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (ICD) was implanted when the patient's rv lead and ICD we re turned off. The patient complained of discomfort and irritation from the subcutaneous ICD. The subcutaneous ICD is a competitor product and there is no complaint on the device. No patient complications have been reported as a result of this event.